Event description:
Baxter (B)(4) received a report that a folfusor had a crack in its pink coil cap before filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed that the pink coil cap cracked near the tubing slot. The root cause of this failure mode was determined to be interference between the cap and bottle due to the bottle shoulder. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: this issue was investigated through corrective and preventative action (CAPA).

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.